Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a damaged belt receptacle pin. The pin was burnt. The root cause for the burnt pin could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.